Event description:
It was reported by the customer that a pyxis anesthesia es system had an issue with an upgrade failure. The customer reported that they needed assistance with reimaging the station after an upgrade failure. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an upgrade failure. An engineering support specialist assisted on-site personnel with re-imaging and verified the machine was up and working properly. The system functioned as intended after the engineering support specialist troubleshot the device. The contact information was kept blank due to the reported issues that were found by the engineering support specialist while on site.